Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that their daughter had display anomaly and keypad anomaly. The customer blood glucose was 236 mg/dl. The customer reported that the display was frozen and recurred again. It was also reported that the buttons were not responding. The customer reported that the time clock was advancing. The customer was advised that the insulin pump needs to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies or frozen screen noted during testing.